Event description:
Additional information received: event occurred during angioplasty-stenting of the iliac arteries (kissing stents) and the right superficial femoral artery. Balloon recovered by lasso probe, extending procedure by 10-15 minutes. Post-operative care on (B)(6) 2023 showed no swelling, no hematoma at scarpa. Initial report of stent crushing was described as a possible risk only, no actual stent crushing was observed.

Manufacturer narrative:
D10 continued: terumo radifocus introducer 7fr 10cm rsb70k10mq, cook 6fr 45cm straight flexor ansel guiding sheath with check-flo kcfw-6.0-18/38-45-rb-anl0-hc. Corrected information: section h6 - health effect - clinical code. Investigation: this complaint reports the following: ¿in the cardiovascular operating room, it was noted that the endoprosthesis crimping balloon does not deflate after deployment and then detaches from the 7f introducer. This incident led to the need to recover the balloon with a lengthening of the procedure, presenting a risk of hematoma at the level of the right scarpa and crushing of the stent already in place on the superficial femoral artery¿. Imaging of the procedure was provided showing the placement and deployment of the advanta v12 and snaring of the balloon. The questions that were asked to aid in the investigation were also received. The procedure was described as ¿angioplasty-stenting of the primary kissing iliac arteries and the right superficial femoral artery. Failure to rechannel the right popliteal artery on hypercalcified arteries.¿ the images do show that the advanta v12 was deployed in an overlapping configuration with another stent. The details do provide that the other stent was a becton dickinson life stent. The complainant described a potential risk of crushing the becton dickinson life stent due to the balloon separation but reported that follow up doppler echo does not show any hematoma and the stents have good permeability. Also, a femoral pulse was well received during a follow up visit by the surgeon. The becton dickinson life stent did not need to be removed. The surgeon indicated that the advanta v12 stent did not need to be passed through any other stent during the placement. The surgeon also indicated that the vasculature was not torturous but was heavy calcified. They indicated that an 8cc mix of 50% contrast/ 50% saline was used to inflate the balloon and expand the stent. They tried to deflate the balloon for 3 minutes during which time they attempted to deflate using two different syringes. After more than 3 minutes the balloon slightly deflated which allowed them to move it into the introducer sheath to try to deflate it more by pulling it inside the introducer sheath gently. They indicated that they did not feel real resistance during the removal. The device was removed from the introducer sheath easily and it wasn¿t until after they pulled out the broken catheter that they realized the balloon had broken off and never entered the sheath. They used a lasso probe to retrieve the balloon from the artery via access from the right femoral artery. The balloon and catheter have been returned and evaluated. The balloon was separated from the catheter shaft at the location of the proximal balloon weld confirming that there was a component separation. There was 2mm of weld attached to the balloon at this location. The catheter shaft had been necked down to a smaller diameter at this location indicating a large amount of force had been applied prior to the balloon detaching from the shaft. To determine if the balloon had been damaged during the procedure the balloon was placed in a toughy borst adapter that allows the weld to be placed into a compression fitting. The balloon when pressurized showed that there was a leak in the proximal balloon inflection point where the proximal balloon cone intersects with the dilatation zone of the balloon. The hole in the balloon is on the same area of the balloon that was snared. The snaring, caused the end of the balloon to bend. During the evaluation the balloon was able to be deflated. The skives under the balloon were both visible and fluid could be seen entering both skives. This was also true for the two skives under the inflation manifold. Both were patent and no adhesive was covering the inflation lumens and when pressurized fluid was seen exiting both lumens. The manifold inflation and guidewire lumens were inspected for any features that could block the ports and prevent deflation, nothing was noted. The detachment of the balloon from the catheter part of the complaint is confirmed. The report of the inability to deflate the balloon cannot be confirmed as the returned device was able to be deflated. Being that the images show that the stent was successfully deployed indicates that either the hole in the balloon was not present at the time of deployment or the hole in the balloon was not large enough to prevent full expansion of the stent. Also, when asked if blood was entering the syringe during deflation of the balloon the answer was ¿no¿. This also indicates that the hole was either not present during the time of deflation or the hole was small enough to not pull blood into the balloon while under vacuum. Being that there was another stent in the location it is possible that the advanta v12 balloon made contact with the other stent during placement or even during the deployment. There is also a possibility that the balloon was punctured by the described calcific lesion. There is also a possibility of the hole in the balloon being created during the snaring of the balloon. With regard to the inability to deflate, there is a possibility that if a stopcock was used with the syringe or insufflator that it was defective or not turned properly to allow flow. However, these potential scenarios cannot be confirmed. On the bench during the investigation the balloon was able to be fully deflated when using water. A review of the device history records shows that this lot of catheters passed all quality and performance requirements and there were no non-conformances during the process of manufacturing. The root cause for the hole in the balloon is impossible to define but is likely to have occurred after the deflation attempt due to their not being any blood within the balloon. Possible causes of the hole include contact with the adjacent uncoated stent, contact with calcification within the arteries, contact with the end of the sheath during the attempted withdrawal or from contact with the lasso probe used to snare the balloon. The root cause of the inability to deflate the balloon is operational context of the procedure. The inability to deflate the balloon is not related to the hole found in the balloon. Bench testing of the returned device was able to successfully inflate and deflate the balloon. It is possible that the syringe or a stopcock used with the syringe or insufflator was defective or not turned properly to allow flow. The root cause of the component separation during the procedure is related to operational context of the procedure and the attempt to pull the partially deflated balloon into the introducer sheath. This failure mode has been previously investigated under CAPA 429004 and 789082. If fluid is remaining in the balloon during removal due to insufficient deflation of the balloon prior to withdrawal (e.g. Due to insufficient time allowed for deflation, inability to deflate due to device damage/defect), the force applied to the delivery system in an attempt to remove the device can cause the catheter shaft to break, causing the balloon and/or hub to separate from the rest of the delivery system. The hospital involved in this case was notified of the associated field safety corrective action (3011175548-02/25/2022-001-c) described previously, prior to the event occurrence. The hospital also received a second expanded version of the fsca notification just 3 days after the event occurred. The field safety notice provided included revised deflation/withdrawal instructions, which were also provided with the device used in this case, via a supplemental IFU. The information included the following caution: ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
During a procedure, it was noted that the crimping balloon of the endoprosthesis did not deflate after deployment and then detached from the 7f introducer. This incident led to the need to recover the balloon with an extension of the intervention, presenting a risk of hematoma at the level of the right scarpa and crushing of the stent already in place on the superficial femoral artery.